Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer but the submitted product images displays implant broken into multiple pieces, with the possible origin at/near the base of the flange.

Event description:
It was reported that on (B)(6) 2015, during a minimal access spinal surgery (mast) of l4/l5, the cage was broken during implantation. A part of the moving centre of the cage remained in the intervertebral space. No patient complications were reported as a result of this event.

Manufacturer narrative:
Review of submitted images reveals "intra-op fluoroscopy images and a jpeg of the fractured device are provided from l4-5 tlif. Per report and image provided a part of the expansion mechanism remained in the patient. Possible contributing factors include malpositioning of the device in the intervertebral space and over impaction or use of wrong impaction device. It is meant to be an implantable device. No details regarding interbody graft are provided."

Manufacturer narrative:
Product analysis: visual review confirms implant fracture. The microscopic examination of the inserter interface surface and threaded hole identified asymmetrical surface deformation and thread damage/deformation, with a portion of the thread deformed downward, and a portion of the thread deformed upward, consistent with bend stress overload during attempted insertion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.